Event description:
The clinician reports the implant was inserted 2020-09-01 in ada 23. On 2021-03-24, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.